Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level. The customer¿s blood glucose level was 251 mg/dl at the time of the incident. Customer was treated with food. Customer had alleged that the insulin pump was over delivering as blood glucose was low. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a possible over delivery anomaly on event date of 07-dec-2021. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08840 inches. No over delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed 42.8 units of normal bolus was delivered on 12/07/2021 between 19:05:51.000 and 23:56:02.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and stained keypad overlay. The p-cap/reservoir does lock properly. Device passed functional testing and no over delivery anomalies noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.